Manufacturer narrative:
Investigation of this case revealed no device malfunction identified and no corroborating data to confirm a device-related failure. It was concluded that the event was unconfirmed for device malfunction and that user-related or clinical factors could not be ruled out. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced frequent low blood glucose episodes while using the ilet bionic pancreas, with cause unclear, and no alarms or alerts reported. Symptoms included hypoglycemia. Outcomes included no reported long-term health impact and no hospitalization. Investigation included review of available user feedback and troubleshooting education provided to the user.